Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and burred enough that neither computer screens nor highway signs are legible. The consumer cannot decipher the print in books with difficulty. Additional information has been received stated that vision post surgery never became crisp to be relied upon. Consumer stated that immediately after surgery she felt like looking at the world through the white fog. That improved to the point where every image consumer see looks almost good but has a sort of shadow image attached. The shadow or ghost images are predominant enough to make vision at any distance simply not very useful. The consumer never meets the distance vision standard required to pass the driving test. It was practically impossible to read a computer screen but trying to read the print in a book through the right eye was only a bit less difficult. The consumer had a monovision for years. The intra ocular lens was explanted and exchanged in a secondary procedure. No further information available.